Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. During physical therapy 1 day post-op, patient was directed to bend forward and popped her patellar tendon. The tendon was repaired and a 4x12 cr insert was revised to a 4x16 cs insert. Rep confirmed that no further information will be revised by the hospital or surgeon.